Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was confirmed via x-ray and fluoroscopy. The rv lead was repositioned and was getting good sensing and thresholds measurement with both pacing system analyzer (psa) and device. However, the impedance was around 1900 ohms with psa and device. Additional information obtained from the field representative that the physician opted to explant the rv lead and replaced it with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.